Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing lead impedance and triggered a lead safety switch. The lead also oversensed noise. The field representative adjusted the sensitivity and automatic gain control to optimize performance. Noise could still be recreated but the oversensing was resolved. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing lead impedance and triggered a lead safety switch. The lead also oversensed noise. The field representative adjusted the sensitivity and automatic gain control to optimize performance. Noise could still be recreated but the oversensing was resolved. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that lead thresholds had increased and there was no atrial capture as the device output was programmed under the threshold. No other information was provided.